Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the device had poor staple formation. The staple line was incomplete distally, and the staples were completely unformed. The unformed staples fell in to the situs. The loading unit was removed by using the pull-back button on the device. A new loading unit was used to complete the procedure. The incision was not extended. No tissue damage or loss.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, when the staples were applied to the stigma. The patient had a temporary injury with an extended the incision. A new magazine was used to resolve the issue. Patient status was unknown.